Manufacturer narrative:
A patient experiencing high impedance due to a lead fracture was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient has effective therapy and different imaging technique was used instead of MRI.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and was unable to set the device into MRI mode. X-rays showed that the lead had fractured. Surgical intervention may take place to address the issue.